Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120551, 25121416 and 25122241, the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device was inserted into the cannula with force. The hemopro 2 was probably damaged. The device was not cauterizing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It is not known if the product is returning. (B)(6), said the pa put the hemopro 2 through the cannula with force, and probably damaged the hemoprp2 2. During the case, it was not cauterizing properly. They opened a new one and it worked fine. There was not lot # provided, no patient issues.

Manufacturer narrative:
Mar. 28, 2016 11:27 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Mar. 02, 2016 05:34 pm (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device was inserted into the cannula with force. The hemopro 2 was probably damaged. The device was not cauterizing properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It is not known if the product is returning. Mar. 01, 2016 09:44 pm (gmt-5:00) added by (B)(6): (B)(6), the scrub tech, said the pa put the hemopro 2 through the cannula with force, and probably damaged the hemopro 2. During the case, it was not cauterizing properly. They opened a new one and it worked fine. There was no lot number provided, no patient issues.